Manufacturer narrative:
The master tool manipulator (mtm) has been returned and evaluated by the failure analysis team and the reported (issue with arm faulting out) was confirmed and replicated. In logs, the 23013 error was found indicating pot to encoder fault confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The mtm was then installed onto a fixture test platform (pftp), where sine cycle was found to be failing on the axis 7. Once testing was completed, the axis 7 motor was tested and was verified to be the source of the fault. As a result of these findings, failure analysis was able to conclude that the axis 7 motor was found be the root cause of the reported event.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the issue and replaced the surgeon side console (ssc) right master tool manipulator (mtm). The system was tested and verified as ready for use. Isi did receive the mtm involved with this complaint to perform failure analysis, however, failure analysis testing has not yet been completed as of the date of this report.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the customer contacted the intuitive surgical, inc. (Isi) technical support engineer (tse) to inform that they encountered faults with an arm. The customer was not able to provide which arm was affected. The tse viewed the logs and noted faults on the surgeon side console (ssc) right master tool manipulator (mtm). The tse informed the customer that the fault was related to ssc 2 and recommended the surgeon to move over to ssc 1 if the fault returns. The procedure was completing as planned with no patient harm.